Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle while administering the vaccine started spraying out of the needle/syringe combo. The following information was provided by the initial reporter: writer was administering dtap-ipv-hib-hb in the left leg when the vaccine started spraying out of the needle/syringe combo while administering.